Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate high reading on her one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that on (B)(6) 2011, she tested her blood glucose and obtained a result of 90 mg/dl. A few seconds later she lost consciousness briefly and could not stand up or move for a few minutes. She took some sugar felt better and did not seek any medical attention or go to the hospital. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that after testing she briefly fell unconscious and self-treated herself with sugar.